Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve was detected during the visual inspection. Permeability test: a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow.the progav 2.0 valve is operating within acceptable tolerances. Result: first, we performed a visual inspection of the progav 2.0 valve. No significant deformations or damage of the valve was detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The progav 2.0 valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability and under-drainage. At the time of our investigation, the progav 2.0 was able to be adjusted to all specified settings and is operating within acceptable tolerances. However, it is possible that the depostis observed inside the valve could have caused the malfunction in the past. . As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that a valve is blocked. The reporter indicated that a 1 month post operative valve is blocked. The device was explanted. Additional event details have not been provided.